Manufacturer narrative:
Notification of occlusion was received from the law firm as result of a claim.

Event description:
After having a successful implant surgery, patient returned to or the same and next day for further stenting and repair of the right iliac artery. Subsequent angioplasty and stenting were required on right and left limbs several years later as well: 2000, patient implanted with ancure bifurcated graft to treat a 4.3 cm aaa, occluded right internal iliac, and aneurysm of left common iliac. Six hours post-surgery, patient had clotted off one lumen of his graft and had loss of pulse in lower extremity which facilitated additional surgery. A stent was added to the right iliac limb of the graft with good results. The next day, patient was found to have cool right foot. Patient was returned to surgery where a right iliac dissection was found. Bilateral groin exploration with placement of multiple stents in the right iliac graft and iliac artery. Reconstruction of right femoral artery with patch angioplasty and thrombectomy of the iliac, profunda and superficial femoral arteries. Good result achieved. In 2005, patient hospitalized after complaining of left calf pain. Patient underwent angioplasty and right iliac stenting to treat severely-stenosed right limb. Four days later, during same stay, recanalization of 100% occluded left limb with anigoplasty and 2 stents placed in an overlapping fashion. Good results achieved.